Event description:
It was reported that during maintenance, allegedly keypad membrane has lifted and allows fluid ingress during cleaning causing damage on scrolling display on right side doors of thirteen large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
The customer¿s report that keypad membranes have lifted and allow fluid ingress was confirmed on the returned lvp front doors with keypads. The customer¿s report of damage to the scrolling display was not confirmed due to no display screens/boards being received for evaluation. External inspection performed on the 6 returned lvp door and keypad assemblies observed on 5 of the assemblies (3 labeled as carefusion and 2 labeled as cardinalhealth) that the top layer of the keypad laminate overlay was able to separate from the rest of the keypad laminate along specific areas on the laminate with the majority of the observed separations along the right side of the scrolling display cutouts. An internal inspection was performed on all returned door and keypad assemblies. During internal inspection within each of the assemblies front and back doors covers, some had observed signs of contamination along the keypad cable traces and fiber optic lamps. The proximate cause of the lifting could likely be due to the length of use and wear of the devices given that some of the received part samples were over ten years old. The customer¿s report of damage to the scrolling display is suspected to result from fluid ingress entering the gap between the keypad overlay and the rest of the keypad laminate during device cleaning or spills. Device history review: no device history record for the reported pump modules could be performed due to no serial numbers being provided. H3 other text : only the front door with keypad assembly was provided for investigation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during maintenance, allegedly keypad membrane has lifted and allows fluid ingress during cleaning causing damage on scrolling display on right side doors of thirteen large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.